Event description:
Account alleged that the head section would not raise with weight on the bed.

Manufacturer narrative:
Technician asked account to isolate the hydraulic manifold by using the foot pump to see if that was the issue. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.